Event description:
A failure code 810:11 was found in the device's event history during service. The clinical engineer from the reporting facility states it is not known if the device was in use on a patient when the failure occurred. There was no report of patient injury or medical intervention caused by this device.